Event description:
The pt ((B)(6)) received an ipg on (B)(6) 2010 as part of a clinical study for diabetic neuropathic pain. It was reported that the pt presented to the physician on (B)(6) 2010 with a seroma at the ipg implant site. The ipg pocket was swollen but not infected. The physician prescribed medications to reduce the pain and swelling for the pt. The physician also performed an evacuation of the seroma. It was reported that on a f/u visit on (B)(6) 2010 the ipg pocket site was still swollen. It was reported that about two months later on (B)(6) 2010 the pt presented to the facility with the ipg pocket site no longer swollen. No devices were explanted, therefore the device will not be returned to the MFR for eval. No further info is available.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.